Event description:
The ICD implanted in 99 with 33 charging and shocking cycles at a brady pacing impedence of 400 ohms, interrogated a battery voltage of 5.75v at first measurement and a 5.66v at a second measurement, this voltage measurement fulfills the "eri" condition.